Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, femoral artery, after pre-dilatation with a 6 mm balloon, the supera stent delivery system (sds) was positioned, but after 3-4cm of the stent was exposed, it would not deploy further. Despite multiple attempts, the thumbslide failed to deploy the stent further. The entire system including the stent implant were removed from the anatomy. A non-abbott stent was used in the procedure without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy was not confirmed as during returned device analysis, the stent was able to be deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to deploy appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.